Event description:
Ultrasonic air bubble detector (uabd) did not alarm when 5 to 7 ml of air reached the patient. Patient was placed in the trendelenburg position on left side. No other intervention required. Patient treatment successfully continued on another machine.